Event description:
Staber dryer used in cme area of hospital malfunctioned resulting in melting of parts and smoke in department. Preliminary investigation indicates that safety mechanism for over heating failed. Allowing the dryer to become too hot. FDA safety report ID # (B)(4).